Event description:
The customer called and spoke with a company representative to exchange infusion set as he had to switch the infusion set twice, due to no delivery alarms on the insulin pump. Customer's blood glucose was not known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.